Event description:
It was reported to boston scientific corporation that the patient was implanted with an unspecified boston scientific corporation device during a procedure on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced urinary tract infections (specifics and date of onset unknown) and underwent surgery on (B)(6) 2010 (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.